Manufacturer narrative:
(B)(4) date sent: 3/4/2026. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with insulation damage. During the visual examination, two holes were found in the blue insulation exposing the metal substrate with melting around the edges and blackened in color. Also observed along the length of the blue insulation are indentations and other surface markings/scratches indicating that the electrode has come in contact with instrumentation. The instrument was tested for continuity and passed the test. Additionally, photos were provided and they showed the condition of the device returned. The likely cause of the damage is the electrode was in contact with other instruments and likely was grasped with another instrument. The evidence suggests that the current strayed from the larger damaged area on the electrode, evident by the characteristics of being blackened and melted, which resulted in the burn to the patient. The instructions for use instruct the user to discard damaged electrodes. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No lot or batch were provided, DHR could not be performed.

Manufacturer narrative:
(B)(4) date sent: 2/11/2026 d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: what is the severity of the burn? (Please see degrees of burns below and choose one)- first degree burn what medical intervention was used to treat the burn? (Such as salve or stitches)- tissue was excised besides the burn, did the patient experience any adverse consequence due to the issue? Unknown are there any anticipated long-term effects from the burn or injury? Unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was there a picture of the burn taken and can it be provided, if yes? What was the proximity of the burn location to the device when activated? Is the tip shown in the provided photos the original tip in the device or was it switch it out? If it was switched out, which specific tools were used to switch out the tip (if any tools were used)? What was the approximate surface area of skin that had to be excised? Was the patient's post-operative care altered in any way due to the burn and excision? What is the patient's current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the plastic surgeon informed that the electrode she used on an immediate reconstruction after mastectomy caused a burn medial to the incision. The insulation on the electrode was compromised. The surgeon extended the incision 5cm to remove the affected skin from the incision. Another electrode was opened and used to complete the case. There was a 10mins of surgical delay was reported.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. Additional information was requested and the following was obtained: was there a picture of the burn taken and can it be provided, if yes? A picture was taken, but hospital will not release it for complaint. What was the proximity of the burn location to the device when activated? The burn was lateral to the incision and just underneath the shaft of the electrode tip while the surgeon was doing a deep dissection. Is the tip shown in the provided photos the original tip in the device or was it switch it out? It is the original tip. If it was switched out, which specific tools were used to switch out the tip (if any tools were used)? What was the approximate surface area of skin that had to be excised? The surgeon said she excised about 5cm of skin. Was the patient's post operative care altered in any way due to the burn and excision? Unknown. What is the patient's current status? Unknown. Corrected data: h6 health effect - clinical code and h6 medical device problem code.